Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) testing revealed anomalous output conditions. Further testing revealed that the no output condition was the result of lifted hybrid bond wires. Analysis of the device memory data revealed the device lead impedance measured opens on (B)(6) 2009. There is no data to determine the explant date unless further information becomes available. Cannot determine if the wire bond lifts occurred before or after explant.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.